Event description:
Patient's mother called to report a zevex infinity pump error alarm "err 10". Pump exchanged. Feeding resumed using back-up pump. Diagnosis or reason for use: dysphagia and cerebral palsy.